Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 3/25/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens could not be removed from the plastic film without damaging the lens, but it was observed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had cataract surgery on (B)(6) 2019 in patient¿s right eye when lens with model zxr00 +17.5 diopter was implanted. Lens was later explanted from patient¿s right eye because of patient experiencing glare, halos and trouble reading. There was no capsular tear. No incision enlargement, no vitrectomy and no sutures required. Reportedly lens with another model zmb00 with higher diopter of 18.5 was used as replacement lens. Lens exchange went well. No further information provided.